Manufacturer narrative:
The referenced scope has not been returned to the service center for evaluation. As part of the post market study, an endoscopy service specialist (ess) visited to the user facility on june 25, 2019 to observe the staff¿s reprocessing practice and provide a reprocessing training for the tjf-160vf. The ess observed the reprocessing and there were no deviations noted as all steps in the user manual were followed. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Service center was informed that during a post market surveillance study, the scope cultured positive for pseudomonas aeruginosa after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the postmarket surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. A medivators dsd edge aer was used to reprocess the subject scope. Although no reprocessing deviations were observed, based on the investigations insufficient/improper reprocessing procedures cannot be ruled out as a contributory factory of the reported positive scope culture.

Manufacturer narrative:
The scope was forwarded to an independent laboratory for sterilization and then returned to the service center for service/repairs to have the biopsy and suction cylinder/channels replaced. Due to destructive sampling testing that was performed (the distal end cover, bending section cover, distal end elevator wire and forceps raiser were disassembled) further device analysis could not be performed. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report was submitted to correct the supplemental aware date from may 20, 2020 to march 4, 2020.

Manufacturer narrative:
As part of the investigation, the scope was sent to an external expert for destructive sample testing. There were no high concern organisms detected during the destructive sampling. Additionally, the external expert visually inspected the distal end of the scope and noted the following - bleaching of the glue of the distal bending section - surplus of glue around the distal objective lens and light guide lens - presence of hole at the glue around the air/ water nozzle - presence of oxidation at the distal end body and under the glue around the light guide lens an engineer was dispatched to the hospital to review the sampling technique of the sampler and the facilitator who took the sample that tested positive. There were no deviations found during the audit. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.